Event description:
A healthcare professional reported a patient with diffuse lamellar keratitis in the left eye post lasik surgery. The patient is steadily improving and is currently 20/30. Previously patient had intraocular pressure due to increased use of steroids (intervention) and that caused delay in improvement. There are multiple related reports for this reported event. This report addresses patient initials la, left eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2022-68945.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit fse (filed service engineer) performed device verification and confirmed that system passed system calibration verification prior to the treatment. Not enough information was provided to properly perform an investigation. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).